Manufacturer narrative:
The essure IFU contains the following warning statement: the essure micro-insert includes nickel-titanium alloy, which is generally considered safe. However, in vitro testing has demonstrated that nickel is released from this device. Pts who are allergic to nickel was have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some pts may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives.

Event description:
Dr (B)(6) had a pt: (B)(6), who had the essure procedure (B)(6) 2012 and developed a rash within three days of the procedure. She was sent for metal allergy testing and it was negative. Essure removal was done (B)(6) 2012 via partial salpingectomy removing 2/3rds of the right tube and the left tube he did a partial salpingectomy removing 2/3rds of the left tube as well. Diagnosis by md was severe allergy to essure devices, as opposed to earlier allergy test to metal that was negative. Pt is fine post op, rash is gone.